Manufacturer narrative:
(B)(4). Investigation summary: one photo was received by our quality team for evaluation. The returned photo shows the needle safety mechanism was not fully activated and the needle is exposed and not contained within the needle cap. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as no sample was returned, no further investigation could occur and the root cause cannot be determined. Rationale: the end user risk is acceptable per (B)(4).

Event description:
It was reported that venflon pro safety 22ga 0.9mm od 25mm l had a safety mechanism failure and there was blood exposure. The following information was provided by the initial reporter: at the laying of the venous catheter the safety of the catheter did not work and exposure of blood.